Event description:
During a cholecystectomy procedure, the active blade broke when cleaned. The broken piece did not fall into the pt. Another like device was used to complete the case. There was no adverse consequence to the pt.